Event description:
Pt with history of severe ischemic cardiomyopathy had biventricular defibrillator implantation done at this hospital in 2005. In 2006, while visiting a family member at this hosp, the pt developed midsternal chest pain and was shocked several times. The pt was brought to the ed and bivaicd was interrogated, which showed noise on the rv lead associated with rise in rv lead impedance consistent with possible lead fracture or header issue; pt was admitted and underwent aicd generator change and rv lead change 4 days later. The physician reported noise in the rv lead during the procedure. The pt did well after the procedure and was discharged 2 days later.